Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Concomitant products: 450cc mentor memorygel breast implant (catalog number 3504501bc, left-sided serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 450cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade IV. As a result, the patient underwent bilateral explantation on (B)(6) 2019. During the explantation procedure, the surgeon discovered that the right-sided device was ruptured. The procedure continued as planned and the patient's devices were replaced by like devices (catalog number 3504501bc, left-sided serial number (B)(4), right-sided serial number (B)(4)).

Manufacturer narrative:
On 10/25/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, a tear was observed on the posterior aspect measuring approximately 8.9 cm. Microscopic examination of the edges of the tear gave no indications as to the cause of the failure. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer's reference number: (B)(4).